Manufacturer narrative:
Additional product code is hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a revision surgery occurred on (B)(6) 2020 of the left distal femur due to mal-union and subsequent implant breakage. Original implant date was listed as (B)(6) 2019. A CT scan taken in (B)(6) 2020, showed there was malunion of her femur and two (2) screws were broken. On (B)(6) 2020, a second x-ray was taken and it was noted six (6) distal screws were broken. All implants were removed and the patient was revised to a depuy synthes variable angle condylar plate. Outcome was listed as optimal. No surgical delay was noted. This is report 6 of 9 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 part: 214.844s, lot: l364882, manufacturing site: grenchen, release to warehouse date: april 3, 2017, expiry date: 01 march 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.